Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing white display. Unable to download history files and traces using thus due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, pcba 2, force sensor and motor home switch]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, damaged display window cover and label damage (serial number label stained and faded; end cap address label faded and peeling). Flashing white display was confirmed during analysis due to moisture damage to the pcba 1 and pcba 2. Unable to confirm critical pump error (open book image) alarm due to the flashing white display. Unable to download history files and traces due to flashing white display. Cosmetic damage was confirmed at the back of pump. Exposure to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), critical pump error (open book image), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. Customer reported crack on the pump, pump was exposed to moisture and customer received critical pump error with open book image. Instructed the customer to revert to backup plan per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl. It was unknown whether the customer will continue or discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.